Event description:
The physician reported that there were several mis-matched points error messages received during the registration process. Therefore, a new pt sensor triplet was used and the physician proceeded normally. In 2009, it was further reported that the pt had developed a pneumothorax after the procedure. It was further reported that the pt was observed overnight and was released the next day with no complications or return visits reported.